Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed nonresponsive buttons, contamination under the buttons contacts, and a faded display screen. This report is made based on the results of an investigation completed on (B)(6) /2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: the "contrast" button was unresponsive and the "up, down, and ok" buttons were intermittently responsive. When pressed. Contamination around all button contacts was observed when the keypad cover was removed. Additionally, the display was dim/fading. When a test screen was utilized, the display functioned properly. No defect in delivery was noted. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.